Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of broken cannula. Patient was a minor and patient's mother reported that iport cannula seems to be 1mm shorter when it was removed from the site of insertion after being used for three days. Patient's mother was worried that a piece of the cannula was left at site of insertion which was leg. Patient's mother compared the sizes of the cannula in question witha ruler vs a new cannula and confirmed size differences. Cannula in question was 5 mm vs new cannula was 6 mm. The site however looked normal and the tip of the cannula it doesn't seem ripped. Patient's mother was recommended to compare and measure the cannula on patient's next change after using it. No further information available.